Event description:
Over the past month or so, approximately six cases of broken suture line have been reported. It was investigated and determined that one resulted in a return to or due to leaking. In addition, after discussion with staff and physicians it was noted that numerous events of suture line breaking during surgery occurred and simply were not reported as the physician was able to resuture while the patient was still open. Company indicates that they believe that the product was compromised during transport at extremely high temperatures. Records indicate that the need to verify temperature indicator was not provided on purchase and that the suture is removed from the box with the indicator on it at our warehouse and stored; therefore, no check of the temperature indicator was being done.